Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold, large drop in impedance and significant lead slack as confirmed via chest x-ray. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk investigation conclusion code was selected based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU) - and therefore is deemed a known inherent risk of the device.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold, large drop in impedance and significant lead slack as confirmed via chest x-ray. This lead was explanted and replaced. No additional adverse patient effects were reported.